Event description:
The customer reported a defib test failure. There was no pt involvement as this occurred during testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.